Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) had a controller failure alarm. The aic was exchanged to continue patient support. No patient harm was reported.

Manufacturer narrative:
Data analysis: on 5/19 5.5 pump (B)(4) was connected. Starting at 16:36:32 on 5/20 there was an invalid placement signal that two minutes later triggered a placement signal not reliable alarm to the user ((B)(6)). The imc logs show on 5/25 there was intermittent #(B)(4) event alarms for crc error that would intermittently trigger and resolve until the pump is unplugged on 5/26 ((B)(6)). The lt logs show that the placement signal went to 3000 mmhg and remained for the duration of the case ((B)(6)). The rt logs show that on 5/20, in addition to the placement signal, the raw optical sensor went to -3276.8 and snr went to nearly 0 ((B)(6)). This pattern of optical signals is indicative of an air gap. Starting on 5/25 at 22:43:20, all of the 5s signals would intermittently go to -16384 before returning to the raw optical previous 5s signals where raw optical sensor is -3276.8 and snr is near 0. Device analysis: neither of the failure modes naturally reproduced. The initial failure could be reproduced by slightly disconnecting the pump where there is electrical connection but an optical gap. Root cause: there was no optical signal issue found with the console. The cause of the optical signal failure was most likely a damaged sensor during the shockwave procedure see 25-44648-2. There was no evidence of a battery failure. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Copy and paste "device subcomponent" here: [0042-96254]. Repair: please clean the optical connector (0042-2736) then perform a functional check (0042-7316) on (B)(6).

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-29266. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-29266. H10: additional information regarding the DHR review.